Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient did not recharge the ipg for an extended period of time, rendering the ipg inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post op.